Event description:
It was reported that the patient had got to the point where she didn¿t need the device, but now couldn¿t get it to work. The patient wanted to meet with a company representative, and was directed to her physician to do so. The patient was implanted in (B)(6) 2014 but was not in the registration system. Additional information regarding the event and troubleshooting/outcome was requested from the physician. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).